Event description:
Facility alleges an adverse reaction occurred 22 minutes into the dialysis treatment. Pt complained of chest, neck and head pain. Pt was given oxygen at 4 l/min and two doses of nitroglycerin 1/150 gr sl. Blood flow and tmp was decreased and dialysis was completed with no further problems reported. No blood loss or serious injury reported as a result of this incident. This event involved one pt.